Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged product issue began approximately on (B)(6) 2012 at approximately 05:00pm when she attempted to use the subject meter and it would not power on. The patient reported that she manages her diabetes with other diabetes medications. The patient reported that she made no changes to her diabetes management due to the product issue. The patient reported that she obtained a blood glucose result of "over 300mg/dl" with another meter. The patient reported that approximately on (B)(6) 2012, she became "sweaty" and was "real nauseated" due to the product issue. The patient reported that treatment with "glucose tablets or gel" was received due to the product issue. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. The cca noted that the meter did not power on during troubleshooting. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.